Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, whilst inserting an indwelling needle into a patient using a closed-system device, the needle tip was blunt and encountered significant resistance from the skin. Following insertion, fluid leakage was observed at the distal end of the vessel. Upon removal of the indwelling needle, a leak was found in the middle of the tubing. The indwelling needle was replaced, and the second attempt at insertion caused the patient distress.